Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the heavily calcified, heavily tortuous, approximately 50% stenosed anatomy resulted in the reported stretched stent; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a severely calcified and tortuous lesion in the superficial femoral artery. The 5.50x40mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment the stent became elongated therefore the ses with the partially deployed stent was removed. A new device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.